Event description:
Rptr alleged obtaining discrepant back to back blood glucose results of 54 mg/dl, 138 mg/dl, 82 mg/dl and 62 mg/dl when all tests were performed within 10 mins on the compact plus system. Rptr indicated that she was experiencing some hypoglycemic symptoms and she self-treated with orange juice, crackers, cheese, and a glucose tab. Rptr alleged that she obtained back to back results again similar to those above on another night, but she would not clarify exactly what those results were. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.